Event description:
Patient was undergoing treatment for mechanical thrombectomy. Psc041 was introduced with chikai 14 neurovascular guide wire to the right ica. Angiography then revealed radiopaque dye oozing into the cavernous sinus. The patient was diagnosed as possibly getting a carotid-cavernous fistula. A short time later another angiography was done and it did not picture the ccf. Aspiration was attempted with psc041 again but failed to recanalize. Physician comment: the relationship of this event to psc041 is uncertain, but the relationship to chikai 14 neurovascular guide wire is possible.

Manufacturer narrative:
Conclusion: dissection or perforation are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00286. Hospital discarded of device.